Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Cx en (B)(6): al intentar colocar el inserto, este se abrio, desprendiendo el gancho gri via google translate: cx in (B)(6): when trying to place the insert, it opened, detaching the gray hook.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon insert was reported. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported 'when trying to place the insert, it opened, detaching the gray hook.' The device was not returned for analysis. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.